Manufacturer narrative:
This report is submitted on july 08 2020.

Event description:
Per the clinic, the patient experienced pain at the site of the implant. The device was explanted on (B)(6) 2020. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on 27 august 2020. Attachment: [176208-device analysis report.pdf]